Event description:
It was reported the during a non-tortuous, non-calcified right coronary artery stenting procedure, during advancement of the multi-link 8 (2.5 x 8 mm) stent delivery system onto the balance middle weight, resistance was met and they became stuck. The multi-link 8 (2.5 x 8 mm) stent delivery system, balance middle weight guide wire, and the unspecified 5 french guiding catheter were removed as one unit. The procedure continued with a new guide wire and guiding catheter. Reportedly, the nurse gave the physician a multi-link 8 (3.0 x 8 mm) stent instead of the requested multi-link 8 (2.5 x 8 mm) stent and a dissection occurred distally from the multi-link 8 (3.0 x 8 mm) stent implant. Another multi-link 8 (2.75 x 8 mm) stent was used to successfully treat the distal dissection. There was no adverse patient sequela. The procedure was delayed 30-60 minutes. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: guiding catheter (5f). The multi link stent delivery systems indicated will be reported under separate MFR#s. Evaluation summary: the device was returned for evaluation. The reported difficulty removing the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.